Event description:
Device complications: difficult to remove. Time of complication: during use. Symptoms: none reported. It was reported that the device was used for a cartoid procedure. The viatrac balloon was inflated twice with the non-guidant stent. Upon withdrawl, the balloon could not be retracted into the long sheath. The physician pulled back to withdraw air by means of a syringe; however, the balloon still could not be deflated and retracted. The unit was withdrawn as a whole. There were no consequences or impact to the patient reported.